Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl), while wearing the pod between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site and was bent. As treatment for the hyperglycemia, a new pod was applied.